Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a sterling catheter that was loosely folded. Microscopic and tactile inspection presented no irregularities to the inner and outer shaft. Microscopic inspection presented no irregularities to the distal tip/ weld. Microscopic inspection of the balloon revealed a burst in the balloon, 80mm from the tip of the device. Inspection of the remainder of the device presented no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.